Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (443 mg/dl at its highest). The customer did not know the cause of the high bg. Reportedly, the pump had been inadvertently exposed to water for a few minutes a few days prior. The customer changed the cartridge twice and the infusion set tubing and site 3 times. After the third change, the customer's bg level dropped to 100 mg/dl. Tandem technical support educated the customer on how to prime the tubing and to troubleshoot for the high bg. The customer was satisfied with the information.